Event description:
It was reported that a patient's blood glucose levels (bg) reached over 370 mg/dl while wearing the pod between 4 and 24 hours. The patient reported cannula being bent while wearing it on the abdomen. For treatment, the patient changed out the pod for a new pod.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage.

Manufacturer narrative:
The received device had the cannula assembly fully deployed. Inspection of the cannula assembly found no problems with fluid passing freely through the complete fluid path, though the exposed portion of the soft cannula was kinked. It could not be determined when or how this damage occurred. The download data does not contain any timeouts or pulse width increases that would indicate a failure to deliver insulin.